Manufacturer narrative:
The device was returned for analysis. A visual inspection of the device revealed a kink located approximately 1.5cm from the distal tip just proximal of ring 2. There is body fluid under the seals of ring1 and ring 2. Electrical test revealed no electrical shorts as checked manually using a multi-meter and test cable and the thermistor and r1 are open and r2 has high resistance. Functional inspection revealed that the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray showed a bent center support between ring 1 and ring 2. X-rays also showed what appears to be a twist in the thermistor wire approximately 4cm from the tip. No abnormalities were seen in the handle. The distal section was dissected. There is body fluid under all the rings and an abundance of dried blood in the interior of the sheath. Inspection after dissection showed a broken wire near the weld to the ring 1 and ring 2 electrodes. A segment of the wire was still welded to both the electrodes. The kevlar wrap covers the solder connection between the center support and steering wires. A DHR (device history record) review was performed and no deviation was found. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-aug-2017. It was reported that a "limited temperature" and "too low temperature" message appeared on the generator. A 7-110-2.5-8-8 k2 blazer prime¿ xp was selected for use. During procedure, it was noted that a "limited temperature" followed by a "too low temperature" message appeared in the generator. Furthermore despite restarting the generator, the issues persisted. The catheter and cable were replaced to complete the procedure. There were no patient complications reported. However, analysis of the device revealed that there is body fluid under the seals of ring1 and ring 2.